Event description:
As the introducer was placed over the guidewire it pulled the guidewire out of the heart and up into the neck. Surgical intervention required. Surgeon had to perform the placement by cut down technique. No other information provided.